Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's trial catheter seemed to be occluded, as dye could not get through it. However, it was stated that some flow was seen again later. At one point, the alligator clip had been removed to trim some of the catheter. The trial was with epidural catheter placement and morphine. It was later reported that the patient ended up with a positive trial where "everything went well." It was noted that the patient had stayed in the hospital another one or two days for the trial. The reporter had not heard any patient status updates since finding out about the trial results. It was later reported the health care provider kept the patient in the hospital attached to an external epidural pump for three days. At the end of the trial, the catheter was removed.